Event description:
It was reported that the lead was explanted due to an impedance measurement anomaly.

Manufacturer narrative:
This report in its entirely was completed solely by st. Jude medical, inc., crmd